Event description:
The customer reported the visera elite xenon light source display an e200 error code. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, e200 error and front panel led blinking were observed. The issue was caused by faulty turret unit and main board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the reported issues of ¿error code e200¿ (faulty main board and m turret), and ¿front panel leds were blinking¿ (faulty main board and m turret) occurred due to faulty main board and m turret. The cause of the failure of each part could not be identified. Additionally, it was reported that after cleaning the connection and dust, the equipment started working. The equipment was kept under observation for two working days for further investigation and found that the same problem starts repeating intermittently. The issue was found twice during observation period and was concluded as being due to faulty m turret and main board. Other events found that are non-pae are as follows: abnormal sound was also coming from the turret assembly; slide detection assembly of s-socket is not retaining its position properly due to faulty slide detection assembly; dust was found inside the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during daily routine inspection.